Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
Kw 03-15-2021. In this event it was reported that a recirproc blue broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1656245, #1656966 and #1657005). The unused reciproc blue files r25 8/100 25mm 025 have been evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.